Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed twice. Upon release from the delivery catheter system (dcs), the valve dislodged favoring the sinus of valsalva (sov) position. A transesophageal echocardiogram (tee) revealed mild-moderate paravalvular leak (pvl). Subsequently, a second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.